Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during implantation of the subject pacemaker, after the atrial lead was connected, intermittent atrial capture was observed. The physician reconnected the atrial lead into the associated port, but the screwdriver did not interlock well with the port. No abnormalities were found on the lead and the screwdriver. Therefore the subject pacemaker was replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during implantation of the subject pacemaker, after the atrial lead was connected, intermittent atrial capture was observed. The physician reconnected the atrial lead into the associated port, but the screwdriver did not interlock well with the port. No abnormalities were found on the lead and the screwdriver. Therefore the subject pacemaker was replaced.